Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 7, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. It was returned in its original packaging with patient notification card and labels. Visual inspection revealed that the device returned with a haptic detached stuck at the cartridge tip and override. The lens was received outside the device with one haptic detached. There was no assembly issue identified, the device plunger was in advance position and locked. Trace viscoelastic residues were observed inside the cartridge and on the lens surface. The cartridge tip was cracked which might be caused by the pushrod due to an extra force in the loading lens process. The reported issue could not be verified. Based on the sample evaluation, no product deficiency was determined neither product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) pre injected outside the eye, however, the lens tip had contacted patient's right eye. There was no patient injury and no medical intervention was required. The procedure was completed using another lens of same model and diopter. The event was observed when inserting into the eye. No further information was available.